Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with an alert. Upon review, it was noted that the alert was for low pacing lead impedance on the atrial lead. The lead also exhibited noise leading to auto mode switch episodes. Lead revision was discussed. No intervention has been performed. The patient was asymptomatic and will continue to be followed.